Event description:
It has been reported to philips that the allura system lost power during a clinical procedure. No harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. The technical investigation was done and identified that there was issue with the mpdu (m-cabinet power distribution unit) control unit. The fse replaced the mpdu (m-cabinet power distribution unit) control unit, and the system was returned to use in good working order. The codes are updated based on the investigation outcomes. The device problem code was corrected.